Event description:
It was reported that the colonovideoscope had a fuzzy image, and then the image would go black.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6 and h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the communication error and fuzzy image, and then the image would go black, could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope displayed a scope communication error. The scope was tested on another video system, but the same error occurred. The issue was found during inspection before use. There were no reports of patient involvement.